Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, in keyboard some of the keys are not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some of the keys were not working on the pyxis keyboard. A field service engineer reseated the keyboard cable, but this did not resolve the issue. However, rebooting the device did. The problem was that the scroll lock light was on. There is no dedicated key for this, but perhaps a series of keys were typed to turn it on. The device tested good in the application. The system functioned as intended after the field service engineer resolved the issue.